Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm occurred shortly after starting a routine hemodialysis treatment. The operator realized the therapy fluid bags were still clamped and ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The user's guide provides adequate instructions for performing manual rinseback. The balance chamber pressure alarm was attributed to user error as the operator had inadvertently left the therapy fluid bags clamped. The cycler alarm appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.